Event description:
It was reported, that patient presented for in-clinic follow-up. The atrial lead exhibited high threshold. Furthermore, it was reported, that the patient's right ventricular lead was capped for an unspecified reason in 2021. The atrial lead was explanted and replaced on (B)(6) 2024. Additionally, the capped right ventricular (rv) lead was also explanted on (B)(6) 2024. The patient was stable throughout.